Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had leg weakness and an epidural hematoma. There were no external factors reported that contributed to the issue. It was reported that when they turned the stimulation on it induced additional leg weakness. The patient was advised by the neurosurgeon not to use the stimulator for an unset period of time. It was reported that surgical intervention did occur. The epidural hematoma was decompressed two days post discharge and the lead was moved to a location one level lower. It was indicated that the patient was treated by the same neurosurgeon. The issue was not resolved at the time of the report. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.